Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the frontal stand had no movement. Review of the log files showed that configuration mismatch or defective stand related issue. Upon functional testing fse found that the detector rotation potentiometer intermittently was not working. To resolve the issue fse replaced potentiometer. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation result code was corrected.

Event description:
It has been reported to philips that the frontal stand has no movement. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the detector rotation potentiometer and the apm choice vas fl which returned the device to use in good working order.